Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 120.4610 error. Power supply error. Unit was brought to biomed and had the 120.4610 error. It appeared on the same day around the same time frame. Asked if the unit was fully charged when it was turned on. Biomed did not know and he is unable to replicate the error. Recommend to charge 8015 over night and run a unit on there for an hour with ac power and then an hour on battery power. Perform pm. If all pass then put back on floor. If any failures send in for first year warranty repair. Biomed will charge over night and perform test the next day.